Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during initial inflation, and after increasing the nominal pressure, the balloon ruptured immediately. The device was removed, and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).